Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year female patient undergoing a total abdominal colectomy with ileostomy due to a chronic cholic obstruction from a recurrent gynecological tumor. There was no additional patient information available at the time of this report. Return product is available. Test date: (B)(6) 2018. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 04/18/2018. A review of the device history record (DHR) confirmed that the cartridge lot passed finished goods release criteria. Retained cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. Returned cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure for rate of suppressed results. No pass/fail determination could be made for rate of results outside allowable error (ea) due to insufficient sample size (<17). No deficiency has been identified.

Event description:
Na.